Event description:
A malfunction alarm was reported during the pumping process of the insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to resolve the issue by loading a new cartridge, as the alarm recurred. Technical support confirmed the pump was out of warranty and provided a suppliers report.